Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, a capture anomaly was observed. The patient was asymptomatic. There were no other electrical anomalies. The lead was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.